Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient was experiencing shocking. The patient's stimulation was turned off, but if she moves/turns a certain way/bends over/walks/lying down/stretching, she gets electric shocks through her body which are painful. The patient also reports that her hands are dead, her left arm is dead and her legs are really weak. There was no trauma or fall associated with this issue. After syncing to the patient programmer, it showed that stimulation was off. This had started occurring suddenly about a week prior to the report. The patient was directed to a health care provider and was considering going to the emergency room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.